Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient representative reported that the patient experienced ¿emotional distress including fear and anxiety of developing cancer,¿ ¿accumulation of foreign and adulterated silicone particles in their bodies," and¿resulting inflammation.¿ the following reported event was deemed not related to the device: "physical pain and suffering from explantation.¿ affected side is left. The device has been explanted.